Manufacturer narrative:
The device in question was sent to an off-site microbiology laboratory for microbiologic sampling prior to olympus performing a quality inspection. The laboratory report indicates that they were able to recover only trace numbers of microorganisms. The recovered organisms were gram-positive bacilli identified as bacillus cereus. This finding is consistent with the microbial contamination observed by the hospital. After the device was microbiologically tested, it was sent to olympus for the quality inspection. Our investigation revealed, the insertion tube was found buckled at the protector boot indicating that excess stress was applied to that area. Consistent with the buckled insertion tube the instrument channel was found kinked in two areas underneath the insertion tube reducing the inner diameter at the kinked sites by approximately 30% thereby causing restriction of forceps passing. The device was found leaking on the non-olympus bending section covered glue due to cracking. In conclusion, the condition of the bronchoscope cannot be ruled out as a contributing factor to this event.

Event description:
The hospital reported they had seven bronchial lavage samples test positive in recent months. The organism appeared to be similar in all cases, but the laboratory identified the isolates only to the genus level, and all were of the bacillus species. The hospital reported that they had associated all of the contaminated samples to a single bronchoscope used in respiratory therapy's diagnostic laboratory and that nearly every sample taken with the bronchoscope was contaminated. The hospital reported that there was no pt illness or infection associated with these positive samples.